Manufacturer narrative:
The reported device was not returned to manufacturer. Attempts to obtain additional information have been unsuccessful. Without return of the explanted device or additional information the reported explant cannot be investigated and a root cause cannot be determined. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned of a 21mm aortic bioprosthetic valve that was explanted after an implant duration of approximately 10 years due to stenosis. The valve was replaced with a 19mm edwards aortic bioprosthetic valve. A smaller size was chosen because the patient had a low common trunk. The surgeon is unwilling to provide more information.